Manufacturer narrative:
E1: patient country: united arab emirates patient city: (B)(6).

Event description:
Reference number(B)(4). Event occurred in united arab emirates it was reported that patient faced an infusion set needle was stuck and hard remove from site on (B)(6) 2024. No further information available.